Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the implantable cardiac monitor (icm) exhibited oversensing t-waves and oversensing noise. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.